Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds due to scar tissue developing on the lead tip. The lead was explanted and replaced. The patient was fine and experienced no adverse consequences.